Manufacturer narrative:
H11. Corrected data: corrected h6 result code.

Manufacturer narrative:
Additional manufacturer narrative: if additional information is received a supplemental MDR will be submitted. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The cause of the event cannot be determined; however, patient factors and progression of patient's underlying valvular disease pathology likely impacted the event. If action is required, appropriate investigation will be performed.

Event description:
Edwards received information a 27mm mitral valve implanted nine (9) years, six (6) months, underwent valve-in-valve procedure due to mitral stenosis. A 26mm transcatheter valve was implanted inside the 27mm valve.

Event description:
Patient underwent valve-in-valve procedure due to severe mitral stenosis. Patient presented with heart failure. The patient tolerated the procedure well and was transferred in stable condition, to the pacu. Patient was discharged home on post-operative day one (1).